Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device when the patient plugged in the heated tubing, the device started smoking and had a burning odor. Patient's symptom was a cough for a few weeks after. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. It is observed that the device was able to power up, using the customer supplied power supply and power cord. After power up, display showed normal screen for about 10 seconds then there was an electrical odor smell. External and internal inspection of the device and observed the following: at the pca (printed circuit assembly), a voltage measurement at p4 pins 1 to 2 measured 8.5v and should measure 12v. The impedance at p4 pins 1 to 2 measured 3.3k ohms and should measure 375k ohms compared to a pil supplied known good pca. Q6 of the heated tube circuitry, on the pca, was blown and some surrounding components were blackened. There were unknown tiny black and white pieces of contamination at the air input under where the filter sits. The blower box bottom had unknown black tiny pieces of contamination and an unknown brown piece of contamination. There was a white potential mineral deposit towards the output end of the iso port tube. There is visible damage and a functionality failure of the heated tube circuitry. The source of the contamination found in the blower box would most likely be external to the device. Pil was not able to confirm the complaint of smoking and a burning odor, but pil did find that the heated tube circuitry had a blown q6 on the pca. Pil is not able to address the symptoms specified. Care orchestrator data was able to be retrieved. Error log information was obtained using the dreamstation 2 service and diagnostic test tool (v1.5.0) software. Review of the device log showed: errors logged: error log showed empty. Ee 311774445_el attachment for error details of the times and dates. Therapy hours: 205.0. Blower hours: 249.1. Compliance rate (percent of days with usage >= 4 hours): 21.1%. Device humidification settings: adaptive. Levels varied from 0,1 and 2.